Event description:
The customer reported that following a diagnostic catheterization procedure in 2000 a vasoseal es was deployed. It was noted that the colored marker on the dilator was not visible at the top of the sheath, however, the physician continued with the deployment. Upon investigation, it was noted that distal pulses were absent and the patient's foot began to turn white. At this time the pt was sent to surgery for removal of the collagen plug. Following the procedure, the pt was reported to be in stable condition. No further complications were reported.